Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, prior to the sensor failure, the patient¿s cgm displayed low. The patient took two glucose jellies and a few candies without checking her blood glucose by fingerstick. She reported no symptoms of hypoglycemia at that time. At approximately 4:15 pm, the sensor failed. While she was in the process of raising her blood glucose, the patient told her husband that she did not feel well. Her husband called 911, and before ems arrived, the patient experienced a seizure. When ems arrived, her blood glucose was checked and measured approximately 400 mg/dl. She was transported to the emergency room. At the ER, a fingerstick blood glucose reading again showed over 400 mg/dl. The patient was treated with 10 units of insulin by injection. After a few hours, she was treated with additional 7 units of insulin via omnipod. Before her husband left the hospital, the patient¿s blood glucose had decreased to approximately 168 mg/dl. She reported feeling tired, but her blood glucose was within a normal range. At the time of reporting, no discharge date had been provided (patient had been in the hospital for more than 24 hours). Performance data was reviewed. The allegation was confirmed due to findings of wearable failure. The probable cause was determined to be low count aberration. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and seizures. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.